Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they monitor their heart rate when running using an apple watch and noted a drop in their heart rate during one of the earlier runs. They also reported that during one of their recent run, the heart rate reading was higher than the programmed higher rate of the device, before dropping back to normal limits. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.